Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 50mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the pump volume settings had been changed. Tandem technical support performed a pump log review and verified that the pump was functioning appropriately.